Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety but failed eit. Returned monitor failed inspection due to service error code confirming the reported failure. The reported service error code occurs when self test detects a problem with the power supply circuit board in the monitor. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".

Event description:
Patient called in to report unidentified service error code and wrench on monitor that would not clear; troubleshooting unsuccessful. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.